Manufacturer narrative:
Block h6: imdrf code a1406 captures the reportable event of spontaneous inflation. Imdrf code f2203 captures the reportable event of imaging required. Imdrf code f2202 captures the reportable event of endoscopic procedure.

Event description:
It was reported to boston scientific that an orbera balloon was used in a intragastric balloon implant procedure on (B)(6) 2025. On (B)(6) 2025, the patient presented with abdominal pain, nausea, vomiting and discomfort for the last 10 days with progressive worsening. An x-ray confirmed the hyperinflation of the orbera balloon. An endoscopic procedure was performed to remove the balloon. The patient was reported to be fully recovered. Note: the instructions for use (IFU) indicate that the igb is placed in the stomach and filled with sterile saline.

Manufacturer narrative:
Block h6: imdrf code a1406 captures the reportable event of spontaneous inflation. Imdrf code f2203 captures the reportable event of imaging required. Imdrf code f2202 captures the reportable event of endoscopic procedure. Device evaluation summary: the orbera bib intragastric balloon was returned for analysis. The balloon was returned deflated and colored blue. The account provided x-ray image displayed a line that indicates the present of air in the balloon. Based on the evidence provided, the reported event of balloon spontaneous inflation and use of device issue - user error can be confirmed. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the information for use (IFU). It was reported that methylene blue was used when filling the orbera balloon. However, according to the IFU, the igb is placed in the stomach and filled with sterile saline. For this reason, this event is catalogued as failure to follow instruction because the problems traced to the user not following the manufacturer's instructions. The reported events of imaging required and endoscopic procedure occurred during the procedure and the most probable cause of those reported issues cannot be established due to lack of evidence. The reported events of balloon spontaneous inflation, pain, abdominal, vomiting, nausea and discomfort are known and documented in the labeling. With all the available information, boston scientific concludes that the most probable cause is known inherent risk of device.

Event description:
It was reported to boston scientific that an orbera balloon was used in a intragastric balloon implant procedure on (B)(6) 2025. On (B)(6) 2025, the patient presented with abdominal pain, nausea, vomiting and discomfort for the last 10 days with progressive worsening. An x-ray confirmed the hyperinflation of the orbera balloon. An endoscopic procedure was performed to remove the balloon. The patient was reported to be fully recovered. Note: the instructions for use (IFU) indicate that the igb is placed in the stomach and filled with sterile saline.

Event description:
It was reported to boston scientific that an orbera balloon was used in a intragastric balloon implant procedure on (B)(6) 2025. On (B)(6) 2025, the patient presented with abdominal pain, nausea, vomiting and discomfort for the last 10 days with progressive worsening. An x-ray confirmed the hyperinflation of the orbera balloon. An endoscopic procedure was performed to remove the balloon. The patient was reported to be fully recovered. Note: the instructions for use (IFU) indicate that the igb is placed in the stomach and filled with sterile saline.

Manufacturer narrative:
Block h6: imdrf code a1406 captures the reportable event of spontaneous inflation imdrf code f2203 captures the reportable event of imaging required. Imdrf code f2202 captures the reportable event of endoscopic procedure. Device evaluation summary: the orbera bib intragastric balloon was not returned for analysis. The customer provided an x-ray picture in which a line was observed which indicates the present of air in the balloon. Based on the evidence provided, the reported events of balloon spontaneous inflation and use of device issue - user error can be confirmed. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the information for use (IFU). It was reported that methylene blue was used when filling the orbera balloon. However, according to the IFU; the igb is placed in the stomach and filled with sterile saline. For this reason, this event is catalogued as failure to follow instruction because the problems traced to the user not following the manufacturer's instructions. The reported events of imaging required and endoscopic procedure occurred during the procedure and the most probable cause of those reported issues cannot be established due to lack of evidence. For this reason, they will be classified as cause not established. The reported events of balloon spontaneous inflation, pain, abdominal, vomiting, nausea and discomfort are known and documented in the labeling. With all the available information, boston scientific concludes that the most probable cause is known inherent risk of device.